Event description:
It was reported that the 8800 system was slow to boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.